Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019.

Event description:
The customer reported touch screen failure, calibration consistently drifts. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Event description:
The customer reported touch screen failure, calibration consistently drifts. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
MFR rec¿d date: 15oct2019. The service technician confirmed that the issue was resolved by replacing the touch screen. The service technician performed all required performance verification tests per philips' manual. The unit passed all tests successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k: 31oct2019. Date of report: 01nov2019. Touch screen assembly was returned for analysis. An investigation was performed and the ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.